Event description:
The mitek rep. Reported that the tip of a 45 degree suture grasper broke off in the patients shoulder. The broken portion could not be retrieved and was left in the deltoid muscle of the patient.